Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an error of cassette not recognized. No patient injury was reported.

Manufacturer narrative:
Other text: h6: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device was found to be missing the tamper seal. The event log revealed evidence of errors. Upon function testing, the reported problem could not be duplicated. The root cause of the reported problem is unknown as the device functioned as intended. The downstream occlusion sensor was replaced as a preventative measure. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6)2022 via email and attached in complaint object: all issues found with this device were found during testing for repair and recertification. No patient involvement was indicated to me, or our technician, at the time the pump was received at our facility for repair and recertification. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: catalog number: 21-2120-0104-01 d4: correction: model number: 2120